Event description:
Surgeon performed a subpectoral procedure and worked on cortical bone. The bone hole prep site was prepared with same size drill as assured tendon. The surgeon used a 9mm tap for this 9x15 biceptor screw because no larger size was available. Tendon was twisting and shredding in the final stage of case. The screw became lodged onto the driver. The dr had to remove the screw and use ethibond suture instead to complete case. It was confirmed the tendon was a loose 8 mm to a tight 9 mm.

Manufacturer narrative:
Device was not returned for evaluation. (B) (4)